Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. (B)(4). Report received from the united states, pt identifier: (B)(6), of nausea and tingling two hours into an autologous mononuclear (mnc) stem cell apheresis procedure started at 0915 and stopped at 1400. The pt complained of nausea, and tingling despite two infusions of calcium (dose and route not specified). The pt became light headed with severe nausea, tetany and jaw pain. The pt was treated with 1 liter of normal saline and 4 gms of calcium gluconate. The pt's creatinine clearane was 77 (method of measurement unk). Reported normal range was 80 to 95. Pt was reported to have a history of multiple myeloma. The procedure was completed with no sequelae. This report is being filed due to medical intervention for ac reaction.

Manufacturer narrative:
(B)(4). This disposable set was unavailable for investigation (lot number was unk). Trends suggest that the event reported is random and isolated to this customer on a general basis, as spectra pt reactions have been reported at a rate of (B)(4). Tetany is a case of involuntary muscle contractions, usually caused by a lack of calcium. This situation was most likely caused by the anticoagulant used during the procedure. The customer's sales contact (B)(4) was informed of this event and made several attempts to contact the customer. No response was received. The cobe spectra essentials guide states; "caution: the cobe spectra system has many safety features. A donor and/or pt reaction can occur rapidly, however, it is imperative that the operator continuously monitor the cobe spectra system and the donor and/or pt." "Adverse effects - be aware of possible donor or pt reactions during apheresis procedures." "Wbc disposable tubing set only: if using a sedimenting agent in a granulocyte [polymorphonuclear (pmn)] removal procedure, all personnel involved in performing the procedure should understand any adverse effects, warnings, and cautions printed in the product insert provided by the sedimenting agent manufacturer. Conclusion: known potential side effect of procedure.